Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the downstream sensor had failed, which caused the alarm failure. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that they the pump was not alarming dose done. They reviewed their settings and found that the pump was set so that the dose done alarm was muted. The pump was able to alarm correctly after the settings were updated. When the pump was returned to mmdg for investigation, the load set alarm failed. It did not alarm as expected. The initial reporter stated that there had been no impact to a patient due to the complaint. The alarm failure was discovered during testing by mmdg. (B)(4).